Event description:
It was reported that the balloon leaked. A target lesion as located at vein side. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was confirmed that a small amount of contrast media leaked from the tip noted when pressure was applied. Pressure was not maintained and the device decompressed naturally. The physician tried to deflate it, but there was no blood flowing backwards. The physician removed the device from the sheath, but resistance was noted at the tip of the sheath. Inflation and deflation were performed to be removed from the sheath carefully and successfully. The procedure was completed with the same device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Based on potential root causes identified in the fmea, the following attributes were considered during analysis. On analysis, the investigator was unable to advance the returned device through a boston scientific 6fr sheath due to a pinhole on the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm proximal of the distal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual and microscopic examination found no issues with the markerbands of the device. A visual and tactile examination identified no issues with the shaft that could have contributed to the complaint incident. The tip section of the device was visually and microscopically examined, and no issues were noted that could have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon leaked. A target lesion as located at vein side. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was confirmed that a small amount of contrast media leaked from the tip noted when pressure was applied. Pressure was not maintained and the device decompressed naturally. The physician tried to deflate it, but there was no blood flowing backwards. The physician removed the device from the sheath, but resistance was noted at the tip of the sheath. Inflation and deflation were performed to be removed from the sheath carefully and successfully. The procedure was completed with the same device. There were no patient complications reported.